Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -9.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on 24-sep-2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim#: (B)(6).